Manufacturer narrative:
Correction: an initial MDR was filed under incorrect registration number, 1320894, as MDR 1320894-2018-00078 on 28mar2018. The correct MDR number with correct registration number is this filing. The original initial and manufacturer's evaluation are being filed together in this report. The device was received with original, opened packaging. The device number and lot number were verified. Further examination of the device found the electrode housing appeared to be worn. A needle component was observed to not seat properly into the handpiece. The inside of the device's electrode housing was inspected, and an occlusion of unidentified material was observed. Some of the material was removed but was not identified during inspection. The source or cause of the occlusion material was not determined during inspection. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there have been a total of 7 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame, 18,450 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: this device should never be used when there is visible evidence of damage to the exterior of the device, such as cracks, buts, punctures, nicks, abrasions, discoloration or connector damage. These devices should be inspected before use. Visually examine the device for obvious physical damage; cracked, broken or otherwise distorted plastic parts. Warnings: use of this device beyond its intended life span will eventually result in failure of this device and present a possible hazard. At that point the device cannot be repaired and should be replaced with a new conmed handpiece. Care in the use and handline can ensure the useful life of this product. Inspections: these devices should be inspected before use. Visually examine the device for obvious physical damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
It was reported by the surgeon that during a mohs surgery on (B)(6) 2018 the hyfrecator handpiece tip fell onto the patient during use. The surgeon has reported that the patient was not burned, nor was any medical intervention required. There was no delay to the surgery reported. The surgeon stated that the procedure was completed as normal using the same device. Attempts for additional information were made; however, no response was received. This report is being raised for a malfunction with potential for injury with reoccurrence.